Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father stated that his daughter has been seen by the physician due to a lot of overrides on the insulin pump. The customer has been experiencing low blood glucose. Customer had a low blood glucose of 51 mg/dl; customer was treated with juices. The most recent blood glucose reading was 113 mg/dl. There was a bolus delivery of three units that was not programmed by the parents. Caller advised of lock keypad feature to stop accidental insulin dosages. Nothing further reported.